Event description:
Anesthesiologist attached resuscitator to endotracheal tube of post-operative pt; when he squeezed the bag, a breath went in and the pt's chest expanded, but the breath did not exhale. Upon disconnection of resuscitator to inspect endotracheal tube, pt spontaneously exhaled. Resuscitator was not used further. Able to successfully hand ventilate pt with a second resuscitator.